Event description:
Event description guidant received information that this pacemaker, which is included in the hermetic seal advisory and the pdm triple stack advisory, was explanted due to the pacing experiencing a rapid heart rate. The explanting physician felt this was suspected to be a result of the accelerometer malfunctioning. Upon interrogation of the device after the explant procedure by the field representative, the next day, the device had max sensor rate pacing. The pacemaker had been implanted for 7.6 years. The expected longevity per merlin desktop is 6.8 years, thus the device exceeded the expected longevity. The device was removed, replaced and returned for analysis.